Event description:
Physician reported "implant rupture and many changes in the shape of the affected breast". Device remains implanted. This relates to an unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Physician reported "implant rupture and many changes in the shape of the affected breast". This relates to an unknown side. Device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported "implant rupture and many changes in the shape of the affected breast". Device remains implanted. This relates to an unknown side